Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6): customer reports via e-mail; the system failed to boot up. We could not do fluoro and had to complete the cases without fluoro. We were conducting (B)(6) studies. No pts were harmed, however, we provided sub optimal service to one of the pts as fluoro was a key component of his eval. (B)(6): customer reports via e-mail; (B)(6). Yes, we performed studies despite failure. No reported injury.